Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the iol did not unfold in patient's eye upon insertion. Additional information has been received and stated that, the surgery was completed during the same procedure. There was no patient harm was reported.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the unfolding issue of iol was found in the device and the iol was not used. There was no contact of device with the patient eye.